Event description:
Description of event: medtronic received information that on (B)(6) 2018 this patient received a bioprosthetic valve. The patient was seen in the emergency room on (B)(6) 2018 for aggression and agitation. A magnetic resonance imaging (MRI) scan of the brain revealed cerebrovascular accidents (cva). Both acute and subacute. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).